Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed the wire insertion test. There were no debris found at the lead tip.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted. The guidewire had difficulty exiting the lead and once the wire had exited, there was a debris found on the tip of the lead. The lv lead was never in service. No adverse patient effects were reported.